Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that a pairing failure occurred. The probable cause was the patient attempted to pair the transmitter to more than one smart device.